Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had high blood glucose level and had alleged that the insulin pump was under delivering. The blood glucose value was 256 mg/dl and treated it with insulin pump. Customer had symptoms like nausea, vomiting, abdominal pain and difficulty in breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. It is unknown whether the customer was using the auto-mode feature. No harm requiring medical intervention was reported. The device will not be returned for analysis.